Manufacturer narrative:
This report is based on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). The battery release was also contaminated, the upper and lower cases, two side bail covers, and ring cover were broken, and the ring was bent.

Event description:
The device was returned for a modification, due to a medical device correction letter. It subsequently tested out of specification during manufacturer's analysis. No information was received indicating patient involvement or complications.